Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge energy during use. There was no report of negative patient impact. A philips third party representative evaluated the device and verified the reported symptom. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported that the device did not discharge energy during use. There was no report of negative patient impact.